Event description:
The customer reported that artifacts are appearing in ECG and audio alarm is not coming. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer site. The fse evaluated the device and determined that the audio error was not present at the time of inspection, and that the audio volume was very low. The fse reseated the device speakers and confirmed that the device audio is now functioning as expected. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that artifacts are appearing in ECG and audio alarm is not coming.